Manufacturer narrative:
The device information provided in section d with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to high blood glucose levels. The customer went into diabetic ketoacidosis. The customer's blood glucose reading was unknown. Customer hung up phone and no further details were provided